Manufacturer narrative:
Further review of the event found that the involved product is not sold within the united states. No further reports will be sent for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the endotracheal intubation balloon insufflation tube was worn and ruptured in the patient's mouth, caused the balloon to leak. The ruptured balloon was removed and replaced, and the tracheal intubation was performed again.